Event description:
Additional information received from the consumer reported they were having difficulty increasing stimulation and their balance and walking over the last 3-4 months had gradually gotten worse, so they had to use a cane. When trying to increase stimulation the handset wouldn¿t power on (even though it was 100% charged). The handset was powered off and then powered on. When the consumer was in the dbs therapy app the communicator wouldn¿t pair with the handset and they were getting the ¿not found-communicator¿ error message even though the communicator was powered on and near the handset. The communicator was reset which resolved the pairing issue and allowed stimulation to be increased. Recently the consumer fell because of their balance issue but didn¿t think the fall was related to the device/therapy. The consumer then mentioned their neurostimulator surgery was ¿brutal¿ because they weren¿t well prepared for it. A follow-up appointment with the healthcare provider (hcp) was scheduled for january of 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient had dyskinesia when the ins was turned on for the first time. The caller said the patient's healthcare provider (hcp) "dialed down" the therapy settings, but they are still going the process of finding the "sweet spot" in terms of programming. The patient added that about a month they noticed they were shaking to the point that they could be lying down in bed and would be throwing their legs up in the air. The patient increased therapy settings at that time and noticed the shaking decreased, but a couple of days later they slowly started to shake again. The patient indicated that they were still shaking, but the shaking was not quite as bad as it was about a month ago. The patient asked if they should make any changes to therapy settings. The patient was redirected to their healthcare provider to review considerations and to further address the issue. The caller stated that the patient has an appointment with hcp in couple weeks.